Manufacturer narrative:
The reported noise was not confirmed in the laboratory, the device was tested on the bench and no anomaly was found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that false auto mode switching episodes due to far field r-wave oversensing were observed. Programming changes were suggested. Device was explanted and replaced. Patient was discharged and was fine.